Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 17-mar-2014. The most recent information was received on 21-may-2018. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforated pelvis and uterus/ perforation/ migration") and loss of personal independence in daily activities ("unable to function in daily activities") in an adult female patient who had essure inserted (lot no. 789026) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast lump, parity 1 (((B)(6) 2002) (difficult delivery)) and gravida I (((B)(6) 2002) (difficult delivery)). *she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She denied any complications that occurred at the time of her essure placement procedure. On (B)(6) 2011 she underwent an essure confirmation test. Dye with ultrasound *transabdominal images were performed. Transvaginal images were then performed to allow better evaluation of the ovaries and endometrium. Color and duplex doppler imaging with waveform analysis performed of both ovaries. Previously administered products included: nuvaring and midol [ibuprofen] for an unknown indication. Concurrent conditions were listed as pelvic pain from 2002 to 2017, arthritis, ovarian cyst, hiatal hernia, burning micturition, breast lump, smoker, premenstrual syndrome, vaginal yeast infection, painful periods, blurry vision, vision loss, eye discharge, eye redness, dysplasia, cloudy urine, urine odor abnormal, numbness, confused, vomiting, vitamin d deficiency, cervicitis human papilloma virus, low grade squamous intraepithelial lesion, vaginal bleeding, blood in urine, prolonged periods, heavy periods, kidney stones and pneumonia. Concomitant products included vitamin b12 (cyanocobalamin and analogues) from 2016 to 2017, cyclobenzaprine for muscle spasms from 2014 to 2017, omeprazole for gastrooesophageal reflux disease from 2014 to 2017, dicyclomine [dicycloverine] for gastric disorder from 2014 to 2017, hydrocodone for spondylitis and arthritis from 2014 to 2017, tramadol for fibromyalgia, tylenol [paracetamol] and macrobid [clarithromycin] for urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced chronic abdominal pain ("persistent and severe abdominal pain"), pelvic pain female ("pelvic pain female") and vaginal pain ("vaginal pain"). An unknown time later she experienced perforation of uterus (seriousness criteria medically important and intervention required), activities of daily living impaired (seriousness criterion disability), pain nos ("pain"), nausea ("nausea"), stomach pain ("constant problem with stomach from pain to swelling"), swollen abdomen ("constant problem with stomach from pain to swelling"), painful intercourse ("painful sexual intercourse"), blood disorder nos ("blood disorder"), partial expulsion of device ("the essure may have migrated to her uterus"), depression ("depression"), anxiety ("anxiety"), hair loss ("hair loss"), tooth disorder ("dental problems"), cramp in lower abdomen ("cramping"), fatigue ("fatigue"), gastrointestinal symptom nos ("gastrointestinal symptoms"), vision decreased ("reduced vision"), nickel sensitivity ("allergic to nickel/ allergic to the materials in the essure device/ allergy to metal/allergic reaction/a hypersensitivity reaction to nickel"), burning sensation ("burning"), sickness ("very sick"), migraine ("migraines"), back pain ("back pain") and knee pain ("knee pain") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen as well as surgery (she was planning for essure removal). At the time of the report, the abdominal pain had not resolved. The outcomes for uterine perforation, loss of personal independence in daily activities, pain, nausea, weight increased, abdominal pain upper, abdominal distension, dyspareunia, blood disorder, device expulsion, depression, anxiety, alopecia, tooth disorder, abdominal pain lower, fatigue, gastrointestinal disorder, visual impairment, pelvic pain, vulvovaginal pain, allergy to metals, burning sensation, illness, migraine, back pain and arthralgia were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, burning sensation, depression, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, illness, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to pain, loss of personal independence in daily activities, nausea, weight increased, abdominal pain upper or abdominal distension. The reporter commented: she received treatment for allergy to metal on (B)(6) 2016. She was recommended immediate removal. She learned of the perforation with x-ray (2014).she claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. She used birth control at any time following her essure placement procedure. Condoms until confirmation test. She was planning for essure removal. Her health care provider recommended her to have essure removed. Treatment ibprothene, toridol were reported. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] (date unknown): mild dysplasia. [Mammogram] (date unknown): result : negative. [Pregnancy test urine] (date unknown): result : negative. [Smear cervix] (date unknown): result : abnormal. [Ultrasound pelvis] (date unknown): result : negative. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, visual impairment, nausea, pelvic pain and dyspareunia .". Quality-safety evaluation of ptc: for essure: quality-safety evaluation: lot number: 789026; manufacturing date: 2010/10; expiration date: 2013/10. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The most recent follow-up information incorporated above includes data received on: 21-may-2018: additional information received. Essure removal planned. Concomitant condition are added from medical record. Date of essure confirmation test are added. This case is being submitted retrospectively following an internal review a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5034641) on 17-mar-2014. The most recent information was received on 30-may-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforated pelvis and uterus/ perforation/ migration") and loss of personal independence in daily activities ("unable to function in daily activities") in an adult female patient who had essure inserted (lot no. 789026) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of breast lump, parity 1 (((B)(6) 2002) (difficult delivery)) and gravida I (((B)(6) 2002) (difficult delivery)). *she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing injury/condition. She denied any complications that occurred at the time of her essure placement procedure *(B)(6)2011 she underwent an essure confirmation test dye with ultrasound *transabdominal images were performed. Transvaginal images were then performed to allow better evaluation of the ovaries and endometrium. Color and duplex doppler imaging with waveform analysis performed of both ovaries. Previously administered products included: nuvaring and midol [ibuprofen]. Concurrent conditions were listed as pelvic pain from 2002 to 2017, arthritis, ovarian cyst, hiatal hernia, burning micturition, breast lump, smoker, premenstrual syndrome, vaginal yeast infection, painful periods, blurry vision, vision loss, eye discharge, eye redness, dysplasia, cloudy urine, urine odor abnormal, numbness, confused, vomiting, vitamin d deficiency, cervicitis human papilloma virus, low grade squamous intraepithelial lesion, vaginal bleeding, blood in urine, prolonged periods, heavy periods, kidney stones and pneumonia. Concomitant products included vitamin b12 (cyanocobalamin and analogues) from 2016 to 2017, cyclobenzaprine for muscle spasms from 2014 to 2017, omeprazole for gastrooesophageal reflux disease from 2014 to 2017, dicyclomine [dicycloverine] for gastric disorder from 2014 to 2017, hydrocodone for spondylitis and arthritis from 2014 to 2017, tramadol for fibromyalgia, tylenol [paracetamol] and macrobid [clarithromycin] for urinary tract infection. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012 she experienced chronic abdominal pain ("persistent and severe abdominal pain"), pelvic pain female ("pelvic pain female") and vaginal pain ("vaginal pain"). An unknown time later she experienced perforation of uterus (seriousness criteria medically important and intervention required), activities of daily living impaired (seriousness criterion disability), pain nos ("pain"), nausea ("nausea"), stomach pain ("constant problem with stomach from pain to swelling"), swollen abdomen ("constant problem with stomach from pain to swelling"), painful intercourse ("painful sexual intercourse"), blood disorder nos ("blood disorder"), partial expulsion of device ("the essure may have migrated to her uterus"), depression ("depression"), anxiety ("anxiety"), hair loss ("hair loss"), tooth disorder ("dental problems"), cramp in lower abdomen ("cramping"), fatigue ("fatigue"), gastrointestinal symptom nos ("gastrointestinal symptoms"), vision decreased ("reduced vision"), nickel sensitivity ("allergic to nickel/ allergic to the materials in the essure device/ allergy to metal/allergic reaction/a hypersensitivity reaction to nickel"), burning sensation ("burning"), sickness ("very sick"), migraine ("migraines"), back pain ("back pain") and knee pain ("knee pain") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen as well as surgery (she was planning for essure removal). At the time of the report, the abdominal pain had not resolved. The outcomes for uterine perforation, loss of personal independence in daily activities, pain, nausea, weight increased, abdominal pain upper, abdominal distension, dyspareunia, blood disorder, device expulsion, depression, anxiety, alopecia, tooth disorder, abdominal pain lower, fatigue, gastrointestinal disorder, visual impairment, pelvic pain, vulvovaginal pain, allergy to metals, burning sensation, illness, migraine, back pain and arthralgia were unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, blood disorder, burning sensation, depression, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, illness, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment and vulvovaginal pain to be related to essure administration. No causality assessment was received for essure with regard to pain, loss of personal independence in daily activities, nausea, weight increased, abdominal pain upper or abdominal distension. The reporter commented: she received treatment for allergy to metal on (B)(6) 2016. She was recommended immediate removal. She learned of the perforation with x-ray (2014). She claimed that her use of essure caused or aggravated her psychiatric and/or psychological condition. She used birth control at any time following her essure placement procedure. Condoms until confirmation test. She was planning for essure removal. Her health care provider recommended her to have essure removed. Treatment ibprothene, toridol were reported. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] (date unknown): mild dysplasia. [Mammogram] (date unknown): result : negative. [Pregnancy test urine] (date unknown): result : negative. [Smear cervix] (date unknown): result : abnormal. [Ultrasound pelvis] (date unknown): result : negative. Lot number: 789026. Manufacture date:2010-10 expiration date: 2013-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.